Manufacturer narrative:
Returned device was received in good physical condition. The left plunger case was damaged. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be verified during occlusion tests. Replacing the clutch halves was able to clear the problem. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion pump displayed a "check clutch/plunger" message. There was no reported adverse event.